Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that deflation failure occurred and difficulty removal was encountered. The target lesion was located in the right coronary artery. A 4.00 x 32mm synergy ii drug eluting stent was advanced to treat the lesion. The balloon was insufflated; however, upon deflation, the balloon did not deflate and was stuck to the angioplasty guide. The stent was reached to be released. The procedure was completed. No patient complications were reported and the patient was stable.